Event description:
It was reported that during patient elected cardioversion without sedation with the programmer, "deliver" was clicked but nothing happened. It was clicked again, and the programmer delivered therapy. The patient was then cardioverted a second time, which caused the patient some anxiety, as though the programmer was experiencing programming delays and stalling commands. There were no patient complications as a result of this event, and no further action was needed. The programmer was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of delayed performance. A system error was noted in the programmer history logs. Correct operation was verified and the programmer passed testing. Reconfiguration of the hard drive and software reload was completed as a preventive measure. It was observed that latch tabs were broken off the cord door, the printer door stop latch was gone, both display hasps and top corners of the bezel were broken, a loose part was noted inside the display, there was a crease in the display flex cable, the keyboard latch, upper/lower case, and handle cover were broken, and the system fan and power supply were noisy. (B)(4).